Event description:
It was reported that the patient experienced incontinence and started to drip more on erections. The size was getting shorter. The patient is requesting sexual related help and a progressive urologist in his area.